Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that guidewire fracture occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 182cm j pt graphix guidewire was selected for use. However, while crossing the lesion, a piece of the guidewire broke off in the vessel. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. A2 age at time of event updated a3a sex updated a3b gender updated aa5 ethnicity updated a6 race updated b5 describe event or problem updated e4 init rptr also sent rep to FDA updated. G2 report source updated. H6 device code updated. H10 related report number updated.

Event description:
It was reported that guidewire fracture occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. A 182cm j pt graphix guidewire was selected for use. However, while crossing the lesion, a piece of the guidewire broke off in the vessel. The device was removed, and the procedure was completed using an alternate device. No patient complications were reported. It was further reported that it was the tip of the guidewire that broke off during the procedure.